Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, the balloon ruptured at 6atm. The device was removed from the patient's body. The procedure was completed with a different device. No complications reported and the patient was good post procedure.